Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failed occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and passed. A review of the bin file was performed and pass-fatal error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failed occurred is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.